Event description:
It was reported that the abutment screw loosened after about a month of being placed in the mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use, debris attached to screw threads. Functional testing with an in-house component to recreate the reported event verified no malfunction was noticed that will contribute to the event. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on an unknown tooth site for approximately 1 month, and 14 days. The customer did not provide any pictures or x-rays. A device history record (DHR) review and a complaint history record review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and that they are within specifications. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the abutment screw loosened after about a month of being placed in the mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.